Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue; under responsive audio bolus button with moisture in the battery compartment and behind the display. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-sep-2018 with the following findings: during investigation, the audio bolus button was found to be undamaged. The audio bolus button responded appropriately to button presses. The complaint of an audio bolus button response issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed corrosion in the battery compartment. A leak test revealed a leak in the battery compartment. The pump was opened and moisture damage was found on printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.